Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/02/2017 with the following findings: a review of the pump¿s black box data showed multiple replace battery alarms. The pump alarmed a replace battery alarm upon confirming the verify screen. Further testing could not be completed due to the recurring alarm. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb). The investigation revealed a slave processor failure. The investigation was able to duplicate the initial complaint about a "battery life" issue. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.